Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment and found the motion control box required replacement. After replacing the control box, the medtronic representative performed an imaging system check-out, all areas passed. System performed as intended. The suspect motion control box was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. Installed gantry motion control box in test imaging system and the system functioned as expected. Calibration of motion, door open and close functionality and both 2d and 3d imaging were successful. No problem found. The reported event could not be duplicated by medtronic personnel. This event was identified during a retrospective review as discussed with the FDA (B)(4) district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that during a spinal fusion procedure the imaging system door would not close. The surgeon opted to cancel the procedure. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome.